Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the pt was experiencing pain and that revision surgery was planned for (B)(6), 2010.